Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, while the surgeon was attempting to drill at the distal position of the 9mm proximal femoral nail antirotation (pfna) nail, the drill bit interfered with the nail. Surgeon removed the hand piece from the drill bit and struck it slightly with a hammer. The surgeon then attempted to insert a 4.9mm locking bolt, but the bolt went out of bounds. Surgeon then attempted to drill manually but was not successful. Surgery was completed without insertion of the bolt. It was noted that, because of the size of the nail, the clearance between the bone surface and the nail was very thin. Additional concomitant medical products: radiolucent insertion handle for trochanteric fixation nails (03.010.405, lot number unknown, quantity 1); 125 degree aiming arm for pfna blade (03.010.406, quantity 1); protection sleeve (356.831, lot number unknown, quantity 1); drill (356.828, lot number unknown, quantity 1). This report is for one (1) drill bit for pfna blade. (B)(4).

Event description:
Patient outcome reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture change in surgical plan: it was reported that the drill bit interfered with the nail. The procedure was completed without inserting the bolt which is a change to the original surgical plan. Lot number is unknown; as such device manufacturer date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.